Manufacturer narrative:
(B)(4). Correction: return status. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death and myocardial infarction are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the index procedure on (B)(6) 2018 was to treat a de novo lesion located in the left anterior descending (lad) artery below the bifurcation that was 95% stenosed with mild tortuosity and mild calcification. Pre-dilatation was done with a 3.0 x 10 mm unspecified non-compliant balloon dilatation catheter (bdc) at 18 and 20 atmospheres (atms). A 3.0 x 33 mm xience alpine stent was then implanted at 12 atm. Post-dilatation was done with a 3.5 x 10 mm unspecified non-compliant bdc at 18 and 20 atms. Additionally, a 4.0 x 48 mm non-abbott stent was implanted with 12 atms in a de novo lesion located in the proximal right coronary artery which was mildly tortuous and mildly calcified with 90% stenosis. Post-dilatation followed with a 4.0 x 10 mm unspecified non-compliant bdc at 20 atms. The patient was readmitted to the hospital on (B)(6) 2018 for sudden onset of pain. Electrocardiogram (ECG) revealed a myocardial infarction and the patient collapsed. There was a failed attempt to revive the patient through cardiopulmonary resuscitation (CPR) and the patient expired. The relationship of the event to the xience alpine is unknown. No additional information was provided.